Event description:
It was reported that the patient underwent an spectra concealable penile prosthesis (spp) procedure due to the patient experienced pain the next day after surgery. The physician believes that the patient had cross over of the spp. The device was replaced with a tactra without any issues and functioning as designed. The patient had a good outcome with no further complications. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis is unable to confirm the reported allegations of pain, perforation and migration nor relate a device malfunction to these reported allegations. The medical and product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. A crease was identified in cylinder 1; however, product analysis is unable to confirm any relationship with this visual abnormality and the reported events nor the reported events related to pain, perforation and migration. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an spectra concealable penile prosthesis (spp) procedure due to the patient experienced pain the next day after surgery. The physician believes that the patient had cross over of the spp. The device was replaced with a tactra without any issues and functioning as designed. The patient had a good outcome with no further complications.